Event description:
It was reported that t:slim x2 pump battery would not charge and showed power source alert, and caller could not get secure charge even after leaving pump connected for extended time with tandem charging cable and wall adapter on confirmed working outlet. There was no reported impact to the customer¿s blood glucose level. Customer switched to different wall adapter with tandem charging cable, which resolved charging issue.